Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively while preparing to use the device to remove the lung lobes, the staples could not be fired well, and the lung tissue could not be cut and sutured. A new reload was used with the same handle to resolve the issue. There was no patient injury.